Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - vanguard cruciate retaining interlok femoral component right 72.5 catalog #: 183013 lot #: 214940, biomet tibial tray 71mm catalog #: 141233 lot #: j2553808, vanguard cruciate retaining tibial bearing 10mm x 71/75mm catalog #: 183440 lot #: 307310. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision approximately seven (7) years post-operatively to address cement that had penetrated the anterior surface of the patellar component. No additional complications were reported.